Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had no delivery alarms. Customer's blood glucose was 276 mg/dl at the time of incident. Customer stated the alarm was resolved by an infusion set change. Customer also reported the numbers on the insulin pump ramped up to 600 when attempting to enter their blood glucose. Customer's blood glucose was 196 mg/dl at the time of incident. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.